Event description:
(1) a patient was using an h-300 unit. (2) the air flow allegedly stopped suddenly with liquid still remaining in unit. (3) the patient went into respiratory distress and went to the hospital. (4) the patient was diagnosed with chronic bronchitis and heart failure.